Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿battery. Battery / (B)(4)/ model #: 1650 / expiration date: 2018-03-31. (B)(4). Yes, return date: 2018-04-03. No, device evaluation anticipated, but not yet begun. Mfg date: 2017-03-31. Heartware ventricular assist system ¿battery. Battery / (B)(4)/ model #: 1650 / expiration date: 2018-03-31.(B)(4). Yes, return date: 2018-04-03. No, device evaluation anticipated, but not yet begun. Mfg date: 2017-03-31. Heartware ventricular assist system ¿battery. Battery / (B)(4)/ model #: 1650 / expiration date: 2018-03-31. (B)(4). Yes, return date: 2018-04-03. No, device evaluation anticipated, but not yet begun. Mfg date: 2017-03-31. Heartware ventricular assist system ¿battery. Battery / (B)(4)/ model #: 1650 / expiration date: 2018-03-31. (B)(4). Mfg date: 2017-03-31. Heartware ventricular assist system ¿battery. Battery / (B)(4)/ model #: 1650 / expiration date: 2018-03-31. (B)(4). Mfg date: 2017-03-31. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were intermittent electrical disconnects on the batteries, which resulted in pump stop events. The patient reported there were alarms and the batteries were switching even when connected to the ac adapter. Preliminary log file analysis indicated a critical battery alarm on one battery. Several of the batteries were exchanged, the others will be exchanged. The patient is enrolled in the (B)(6) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This supplemental is based solely on the receipt of a 3500a report. Section f has been updated to reflect that report. F1: user facility f2: 2300380000-2018-8007 f3: spectrum health - butterworth campus 100 michigan street ne grand rapids, mi 49503 f4: (B)(4). F5: 616-486-2522 f6: n/a f7: initial f8: april 2018 f9: n/a f10: n/a f11: yes, april 2018 f12: home f13: yes, april 2018 f14: medtronic 710 medtronic pkwy minneapolis, mn 55432 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H10 product event summary: four (4) batteries (B)(6)) were returned for evaluation. Two (2) batteries (B)(6)) were not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis revealed that the returned batteries passed visual inspection and function testing. Log file analysis revealed that the controller (B)(6)) in use during the reported event contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Data log files revealed multiple instances involving (B)(6) where the batteries¿ relative state of charge (rsoc) was between 101-201, which are indicative of communication errors. Analysis of the data log files for all batteries revealed several premature power switching events that were due to momentary disconnections involving (B)(6). Analysis of the alarm log files revealed one (1) critical battery alarm was logged on (B)(6) 2018 at 23:04:46 involving (B)(6) due to communication errors. Analysis of event log files revealed four (4) controller power-up and associated motor starts on (B)(6) 2018 at 02:27:28, 02:35:40: 02:36:11 and 13:46:06. Momentary disconnections were recorded before each instance of loss power involving (B)(6). This was most likely related to the reported ¿electrical disconnections¿. The controller was without power for 9, 25, 64 and 16 seconds respectively. As a result, the reported events were confirmed. The most likely root ca use of the reported power switching can be attributed to momentary disconnections. The most likely root cause of the reported critical battery alarm can be attributed to communication errors. Possible root causes of the reported communication error can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the battery, and/or due to the packet error checking method detecting bit errors. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one power source. An internal investigation examined momentary disconnections and another internal investigation was initiated to capture events involving the controller losing power. Additional products: d4: serial#: (B)(6), h6: FDA method code(s): 4112, 4114, h6: FDA results code(s): 3213, h6: FDA conclusion code(s): 12, 4307; d4: serial#: (B)(6), h6: FDA method code(s): 4112, 4114, h6: FDA results code(s): 3213, h6: FDA conclusion code(s): 12, 4307. This event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Logfile review indicated three batteries also had communication errors. Two of the batteries remain in use.

Manufacturer narrative:
Product event summary: four batteries were returned for evaluation. Two batteries were not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis revealed that the returned batteries passed visual inspection and function testing. Log file analysis revealed that the controller in use during the reported event contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files for all batteries revealed several premature power switching events that were due to momentary disconnections involving (B)(4). Analysis of the alarm log files revealed one (1) critical battery alarm was logged on march 5, 2018 at 23:04:46 involving (B)(4) due to communication errors. Analysis of event log files revealed four (4) controller power-up and associated motor starts on february 20, 2018 at 02:27:28, 02:35:40: 02:36:11 and 13:46:06. Momentary disconnections were recorded before each instance of loss power involving (B)(4). This was most likely related to the reported ¿electrical disconnections¿. The controller was without power for 9, 25, 64 and 16 seconds respectively. As a result, the reported events were confirmed. The most likely root cause of the reported power switching can be attributed to momentary disconnections. The most likely root cause of the reported critical battery alarm can be attributed to communication errors. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one power source. An internal investigation was initiated to capture events involving the controller losing power. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction h10: as a result of review on the complaint file, this report contains an update to the product event summary to reference the formal investigation associated with the reported failure and also updates applicable FDA conclusion code to more accurately reflect what is in the complaint file. The previously reported failure and investigation findings remain unchanged. Product event summary: four batteries were returned for evaluation. Two batteries were not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis revealed that the returned batteries passed visual inspection and function testing. Log file analysis revealed that the controller in use during the reported event contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Data log files revealed multiple instances involving three batteries where the batteries¿ relative state of charge (rsoc) was between 101-201, which are indicative of communication errors. Analysis of the data log files for all batteries revealed several premature power switching events that were due to momentary disconnections involving five batteries. Analysis of the alarm log files revealed one critical battery alarm was logged on (B)(6) 2018 at 23:04:46 involving a battery due to communication errors. Analysis of event log files revealed four controller power-up and associated motor starts on (B)(6) 2018 at 02:27:28, 02:35:40: 02:36:11 and 13:46:06. Momentary disconnections were recorded before each instance of loss power involving a different battery. This was most likely related to the reported ¿electrical disconnections¿. The controller was without power for 9, 25, 64 and 16 seconds respectively. As a result, the reported events were confirmed. The most likely root cause of the reported power switching can be attributed to momentary disconnections. The most likely root cause of the reported critical battery alarm can be attributed to communication errors. Possible root causes of the reported communication error can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the battery, and/or due to the packet error checking method detecting bit errors. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one power source. An internal investigation examined momentary disconnections. Additional products: bat553315 h6 FDA conclusion code(s): 4315 battery / bat553012 h6 FDA conclusion code(s): 4315. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.